Manufacturer narrative:
Batch review performed on 22 december 2025. Ball heads: cocr 01.25.015 cocr ball head 12/14 ø 28 size xxl +10.5 (k072857) lot 1901505: (B)(4) items manufactured and released on 26-june-2019. Expiration date: 2024-06-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Liner: mpact dm 01.26.2852mhc double mobility hc liner ø28/dmf (k092265) lot 2302832: (B)(4) items manufactured and released on 12-april-2023. Expiration date: 2028-03-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Additional information: d1 d2 d4 g4 h4.

Manufacturer narrative:
Waiting more details from the branch about the products involved and type of event.

Event description:
The patient had a primary hip surgery on 18 dec 2019. Subsequently, the head dislocated from the liner. On (B)(6) 2022, the surgeon revised the head and liner. (B)(4). Subsequently, the patient came in due to signs of infection and the pathogen was unknown. On (B)(6) 2022, the surgeon performed a washout and revised the head and liner. (B)(4). Subsequently, the patient came in due to signs of infection and the pathogen was unknown. On (B)(6) 2023, the surgeon performed a washout, revised all implants. (B)(4). Subsequently, the patient came in due to signs of infection and the pathogen was unknown. On 28 aug 2023, the surgeon performed a washout, revised all implants. (B)(4). Subsequently, the patient came in due to a dislocation of the head from the liner. On (B)(6) 2023, the surgeon revised the head and liner and implanted a dm converter. (B)(4). On (B)(6) 2025, the patient came in reporting pain due to a dislocation of the head from the liner and the cause is unknown. On (B)(6) 2025 the surgeon revised the medacta stem with a competitor stem, and revised the medacta head and liner to a medacta dm.